Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic lobectomy, when on lobar artery, innermost staples closest to the incision line have not been fully formed into the b formation. Staples hang loosely in the vessel. To solve the problem, a metal clip was applied. The jaws of the device was also locked on tissue. The product stuck during firing and could not be done until the end. Although the firing could not be completed, the reload could be withdrawn when it was open. This situation led to a prolonged period of 10-15 minutes and tense moments.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative egia 60 avm reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic lobectomy, when on lobar artery, innermost staples closest to the incision line have not been fully formed into the b formation. Staples hang loosely in the vessel. To solve the problem, a metal clip was applied. The jaws of the device was also locked on tissue. The product stuck during firing and could not be done until the end. This situation led to a prolonged period of 10-15 minutes and tense moments.